Manufacturer narrative:
This report is submitted on december 13, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic the patient was sedated in the or on (B)(6) 2016 in order to conduct a neural response test and an integrity test. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, december 13, 2016.